Event description:
The core universal driver was sent for svc and it ran on its own without activation; and switched modes while in use during performance testing. No adverse event was associated with the device.